Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with intermittent button response due to flattened dome switch on esc and act button. J2 connector was inspected and locked on lcd board. No button error alarm during testing. Pump passed displacement test, self test, off no power test and all operating currents tested within the spec range. Pump was monitored and tested with no low battery alert and missing segments/partial display noted.

Event description:
Customer reported via phone call that the insulin pump was button sticky and oil on the screen. Customer was declined to troubleshooting. The customer blood glucose level was unknown. Customer stated that the insulin pump had diminished battery life, 2 week. The device will not be returned for analysis.